Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient was hospitalized for a clinical follow-up of deep brain stimulation (dbs) therapy, and had sudden cardiac arrest on (B)(6) 2019. Medical staff attempted to defibrillate using a semi-automatic defibrillator, but because of the agitation of the event they did not turn off the ins. The semi-automatic defibrillator did not work and the patient died. The physician thought that it was probably that the semi-automatic defibrillator couldn't read the heart rhythm correctly due to suspected ins electromagnetic interference (emi). Additional information was received from a health care provider (hcp). It was reported that the patient was in the hospital for a routine follow up appointment, and their implanted device was functioning appropriately. There was no correlation or relationship between the patient's device/therapy and the cardiac arrest. The hcp indicated that the patient's medical history included that the patient was obese and diabetic. It was clarified that the defibrillator could not read the heart rhythm correctly and thus it was unable to defibrillate/shock the patient.

Event description:
Additional information was received from a hcp. It was reported that the cause of the hospitalization was due to an adjustment to their drug therapy. It was stated that the defibrillation was not possible because the ECG rhythm wasn't shockable. The physician performed a cardiac message but with no success and the patient died. The position of the paddles wasn't known, but it was confirmed to be appropriate use of the defibrillator.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.*medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported it was unknown what the patient¿s heart rhythm was at the time of the cardiac arrest, but it ¿wasn¿t a shockable rhythm.¿ the rep. Asked the hcp if the rhythm interpreted by the semi-automatic defibrillator as not shockable was due to interference caused by the dbs device to which they stated ¿the rhythm was not shockable for two times and the problem was not related to the dbs device.¿ the rhythm seen at the time of the event was a non-shockable rhythm. "This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe".